Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 20 february, 2007 stating device was received with three fractures at the shaft of the catheter. As received, the unit was broken 45.5 cm and another section of the shaft which was not attached to the rest of the catheter had two breaks measuring 3cm and 2.5 cm. A full dimensional check could not be carried out as damage to the unit prevented measurements from being carried out. However, the dimensions that were carried out were in specification. A coating confirmation test was carried out and confirmed the presence of coating, but slight damage was evident along the mid to distal end of shaft of the catheter. Further info relating to the complaint was requested and from the answers received, the following can be established: the catheter was checked when removed from the packaging and no anomalies were noted, the outer diameter of the guide wire used was .014 diameters, the catheter was flushed initially, but not immediately before the guide wire was inserted, resistance was felt advancing the guide wire toward the distal end and the guide wire got stuck towards the distal end. The guide wire was not returned for analysis. The reported defect will be monitored and trended through the monthly complaints review board. A review for similar complaints within the batch was completed, and no other complaints have been received for this particular lot of devices. A review of complaints for this product has been carried out and there have been none involving pt injury or death for the as reported classification 'catheter-infusion/shaft/broken'. There is currently no adverse trend for this reported defect.

Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a .14 diameter guide wire got stuck in the catheter. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.